Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the plastic surrounding the middle motor pin on the underside of the device near the dso seal was ripped, which may have caused an issue during the volume test. The interior battery door latch compartment was slightly scratched¿ was confirmed through visual inspection, occlusion test, 50 ml cassette test, and latch lock test. Replaced battery compartment, and downstream occlusion seal, and installed new cassette seals. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the plastic surrounding the middle motor pin on the underside of the device near the downstream occlusion seal was ripped, which may have caused an issue during the volume test. The interior battery door latch compartment was slightly scratched¿; during device evaluation the complaint was confirmed. The event occurred during testing. There was no patient involvement or harm.